Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to upgrade the vision side cart (vsc), patient side cart (psc), and surgeon side cart (ssc) software in stand-alone mode. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an operating room (or) nurse contacted technical support and reported the system software failed during a download. The caller indicated the system was powered off during the dut. At the time of the issue, the customer was using the vision side cart (vsc) as a lap tower. Logs showed numerous 297 errors. The procedure was converted to laparoscopic surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 05-dec-2024: the customer did not recall if port incisions were increased after converting the procedure. She could not provide further details.